Event description:
It was reported that an occlusion alarm occurred. Customer reported using fiasp insulin. Tandem customer technical support informed customer that fiasp is off label per the user guide. Customer changed pump supplies and resumed insulin therapy. The customer's blood glucose level was 399 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.